Event description:
It was reported that a patient's vns was explanted because there had been a change in seizure pattern and type after vns was implanted. Pre vns the pt only had nocturnal seizures exclusively. After vns, the pt began experiencing daytime seizures. There was some decrease in the nocturnal seizures with vns therapy. The device was programmed off, and the daytime seizures stopped. The explanted generator was returned to the manufacturer. Product analysis revealed that the device performed according to specifications, and no anomalies were identified.